Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - xten. As it was stated, upon the preventive maintenance activities being performed on the device, the handles were found to be crumbling. According to the photographic evidence, the direction handle was damaged and headlight cover was scratched with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. The sign of deterioration of the handle is located at the hull junction, where mechanical stresses and cleaning product retentions are favorable. The information regarding the cleaning protocol was not provided. The age of the light head (2004) combinated with aggressive cleaning products and mechanical stresses during the handling are the most probable root causes. To prevent any incident the user manual mentions as daily check, to check the light head for any damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. H4 device manufacture date: week 31 of 2004. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of d4 version or model #, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous d4 version or model #: ard568221510c. Corrected d4 version or model #: ard567801999/ard567800999. Previous d4 catalog #: ard568221510c. Corrected d4 catalog #: ard567801999/ard567800999. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 component codes: mechanical/handpiece//3067. Mechanical/cover//772. Corrected h6 component codes: mechanical/coating material//4768.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h6 investigation conclusions deems required. This is based on the internal evaluation. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: cause traced to user//19.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 15th november, 2023 getinge became aware of an issue with one of surgical lights - xten. As it was stated, upon the preventive maintenance activities being performed on the device, the handles were found to be crumbling. According to the photographic evidence, the direction handle was damaged and headlight cover was scratched with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.